Event description:
It was reported that the minicap transfer set was leaking fluid and could not be stopped even when the clamp of was closed. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device has been received. A review of all batch record documents for lot number h13a15043 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was visually and functionally inspected; the reported condition was not confirmed and the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.